Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (10mg/ml at 2mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump was empty. The patient was switching hcps and they were not refilling the pump until the patient found a new hcp. The manufacturer representative wanted to silence the alarm for the patient. No symptoms were reported. The low reservoir alarm was due to go off on (B)(6) 2018. The specific date it went off was unknown. There were no further complications reported at this time.